Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had a loss of therapy. The patient had a return of symptoms and increased nausea on about (B)(6) 2016. The patient thought their implantable neurostimulator (ins) many have gotten turned off by a tablet computer with a magnet in it. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.